Event description:
Caller alleged discrepant results compared with the lab. Results are as follows: date: (B)(6) 2013, inratio: 1.8, lab: 3.4. Therapeutic range: 2-3. Time between testing was immediate.

Manufacturer narrative:
Investigation pending.